Event description:
It was reported that during a trans anal resection procedure, the device did not staple. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Damaged yoke teeth. Eval summary: the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with no damage to the spring cartridge lockout. The clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and the closing trigger teeth were found broken. Although, no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the mfg process.